Manufacturer narrative:
(B)(4).

Event description:
During follow-up, noise and oversensing was noted on the right ventricular lead. The lead was explanted and replaced and during the procedure an insulation defect was noted during the header. The patient is stable.

Manufacturer narrative:
A partial lead was returned for analysis. Visual inspection revealed the lead was compressed and an insulation break consistent with clavicle crush damage. All lumens were found to be breached with no damage noted on the cable coatings. The liner was found to be abraded due to clavicle crush force exposing the inner coil. The results of the investigation concluded the damage found to the liner and exposed inner coil in the clavicle crush zone contributed to the reported incident.